Event description:
It was reported that a flogard infusion pump had an unspecified device failure. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection did not identify any physical abnormalities. An alarm log review and power on self-test identified an f-94 alarm. The f-94 alarm is the result of the device failing an internal battery test. The alarm was caused by a defective main battery. The battery was replaced to fix the reported malfunction. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.